Event description:
Outbound call placed by pmd to pt (B)(6), revealed the pt was admitted to the hospital on two separate occasions while using the I-port. Pt stated that when she started use of the I-port her bgl ranged from 200 - 400 mg/dl, but she did not think it was related to I-port use because she "always had high bgls." Pt consulted her endocrinologist about high bgl and he recommended that she continue use of the I-port, but changed the type of insulin for the pt to use. Weeks after the endocrinologist visit, pt claims that she was admitted to the hospital and stayed for "a few weeks" on the first occasion because she "was not getting insulin." Pt was not specific as to the details of the events leading up to or during the first visit to the hospital. Pt continued use of I-port and was admitted to the hospital for the second time following a routine visit to the endocrinologist who sent pt to hospital because of high bgls; pt's bgls were >700 mg/dl and blood pressure was 140/126 when admitted. The device worn when admitted to the hospital on the second occurrence was removed and visual examination by the hospital staff revealed that the device cannula (catheter) was straight and non-occluded. Pt was required to stay in the hospital for 4 days while being treated with an IV and insulin drip.

Manufacturer narrative:
Pt claimed no permanent effects from the adverse events. The devices and device labeling were discarded by the pt; therefore, the lot number of the suspect devices were not obtained nor were the devices returned for analysis. A pmd medical advisor reviewed the claims asserted by the pt. Pmd medical advisor concluded that "I don't think we know the cause of this unexplained hyperglycemia but it appears to be unrelated to the known structure/functions of the I-port" and "this instance is possible only of pt was inserting the port cannula into an area where absorption kinetics might be different than usual (i.e. An area of lipohypertrophy)." Pt claims that she did not notice any signs which indicate that the insulin injected into the I-port did not enter her subcutaneous tissue.